Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis radicular for acdf therapy (levels implanted were c4-c5-c6). It was reported that the cage broke while insertion, had to explanted and was replaced with alternate cage. There was no fragment left in the patient. There were no symptoms reported. There were no further complications reported regarding the event.